Manufacturer narrative:
The pt info was downloaded from the monitor and forwarded to the MFR for review to determine the times at which the monitor was in pt use. The download shows approx sixty hours of use from the day it was set up in the home, but the date stamps recorded within the downloaded data are incorrect because the apnea monitor did not receive a MFR required software update. The (B)(6) was educated via a formal written communication to the importance of updating all monitors to the most recent required software revision. During that time there were 60 recorded pt events. All pt events that met the parameters for an alarm condition were associated with audible and visual alarms. Device not available for eval. Device not returned - no eval will be performed. The smartmonitor 2 device is not intended to prevent loss of breathing or heart activity. The smartmonitor 2 parents' guide ((B)(4)) further states: "the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR), which is the proper way to restore breathing and heart activity." Although there was a death reported, the MFR concluded that the device did not cause nor contribute to the infant death. The MFR was not able to confirm the allegation of alarm failure during a pt event. Based on all available info, the MFR concludes that the device does function to spec and that no further action is appropriate. If further info becomes available, the MFR will review and report if appropriate.

Event description:
A (B)(6) reported an infant apnea monitor did not alarm during an apneic event and the pt expired as a result. The exact date and time of the event is unk; however, the event was reported to the (B)(6) on (B)(6) 2010. The event was not reported to the MFR until (B)(6) 2011. The device has not been returned to the MFR at this time. The (B)(6) stated that the download was analyzed by their associates and determined that the device was alarming during an apneic event and the parents did not respond to the alarm. The (B)(6)stated that the parents are now part of a police investigation. The monitor was confiscated by the police dept as part of their investigation of the parents.